Manufacturer narrative:
The system was evaluated by a field service engineer. The field service replaced laser induced fluorescence (lif) assembly, alternate current power controller (acpc), high voltage cable (hvc) controller, hex prism assembly, and m3 optic. Realigned optical path to specifications. System checkout completed. System meets all specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had to abort a procedure due to intermittent interlock errors and laser communication errors occurring during treatment of the left eye (os). The right eye (od) was completed successfully. No additional information was provided.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as (B)(6) 2005, however the correct date is (B)(6) 1996. Additional information: a review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.